Event description:
The coronary wire fractured off at the distal end and remains in the distal lad artery. This occurred during removal of the balloon and wire from the catheter. The retained wire measures 2 cm.